Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2013. Date implanted - unknown. Date explanted - (B)(6) 2013. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised in (B)(6) 2013 for an unknown reason. No further information has been provided to date.

Manufacturer narrative:
Evaluation of the returned device found evidence of subluxation of the joint, scratching of the bearing surfaces and fretting of the head taper.